Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup vvi and was unable to be interrogated. No changes or intervention was performed. The patient condition was stable.